Event description:
It was reported that during the pacemaker change out, this right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) discussed possible causes and options to decrease the measurements. A defibrillation threshold (dft) test was performed to evaluate the shock impedances and the rhythm was converted. This rv lead remains in service. No additional adverse patient effects were reported.